Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were noisy and the device was out of calibration. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date the device was sent in for preventative maintenance originally and found to be needing repaired. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement. Due diligence is complete. During device evaluation, it was discovered that the motor speeds were noisy.